Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that after 5 weeks after the dental implant was placed, in ada site#27 of the patient's mouth, trauma/accident was involved in the event. The device will be forwarded to the manufacturer for investigation.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reports that after 5 weeks after the dental implant was placed, in ada site#27 of the patient's mouth, trauma/accident was involved in the event.